Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 each .035in., 150cm, j3 b/10 guidewire device returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen was received with the movable core wire assembly completely removed from the outer coil wire segment with the coil still loaded through the j-straightener attachment. The specimen presents several bends scattered over the length of the coil segment without the movable core wire inserted into the outer coil. The movable core wire presents large radius spiral bends over the entire length. Deposits of dried blood-like material are visible on and between the coil wraps over the distal 45cm and visible within the coil in the distal 7.6cm region. Moveable core wire insertion is impinged upon by the bend damage and the deposits of dried blood-like material; preventing full insertion of the movable core wire into the outer coil. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The moveable guidewire is designed so the inner core wire can be removed from the outer coil. This allows the core wire with attached handle to be fully inserted or withdrawn from the coil as needed to provide flexibility as noted in the precautions section of the device instructions for use (dfu), "inspect the guidewire before use to verify proper function and integrity. If any flaws are detected, do not use the wire." And, "if the coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously." And, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Do not use a guidewire that has been damaged." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, handling and procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Per cnf: coronary angiogram was commence on patient and a diagnostic catheter jr4 was used to engage the right coronary artery. On removing the 0.035" guidewire it was noticed by the physician that the inner core of the wire came out without the coating. The coating for this wire was removed from the catheter. Patient remained stable throughout the whole procedure and the procedure was completed with another of the same device.